Event description:
Philips received a complaint on the defibrillator indicating that there is an x in the upper right corner without an error. There was no patient involvement.

Manufacturer narrative:
(B)(6).